Event description:
Device report from synthes (B)(6) reports an event in spain as follows: the pieces of the rod introduction pliers were broken when introducing the cap on the bars while conducting the surgery on (B)(6) 2013, and following the established technique. Surgery was delayed by an unknown amount of time as a result of this event. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The results of the additional evaluation are as follows: the device was analyzed for conformance to print specifications. The device history record was also researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and as no detailed clinical information was provided we are not able to determine the exact cause of this occurrence. The tube has clearly visible stress marks at the outer side and they are bent outward at the area of fracture. This is indicative of too much lateral stress which could lead to mechanical overload.